Manufacturer narrative:
(B)(4). Instradent USA, inc. Is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist decided to remove a dental implant installed in intraoral region #12 because patient presented peri-implantitis and progressive bone loss.